Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with half syringe of juvéderm volbella® xc in the lips. 3 months later, patient had tender nodules (inflammatory nodules) at the injection site and "lymph nodes" at the chin. The patient was treated with hyaluronidase, doxycycline 100ml, and prednisone. Majority of symptoms have resolved. Patient still has nodules, improved and unable to see.